Event description:
On 11/02/2006, nellcor received a report that following insertion of the device, the patient became distressed and began to cough and produce secretions. The clinician elected to replace the tube. The caller reported that the tube was visually inspected and the tube appeared to be rough to touch. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress.